Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 240 mg/dl. Customer was assisted with clearing the alarm. Customer stated that she has had the pump for 5 years. Customer also had a low reservoir alert. Customer stated that the buttons do not work and the pump keeps beeping. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.